Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review black box and alarm history revealed consecutive ¿call service (cs) 052/cs054/cs012¿ alarms on 11/07/2014. There was no power on reset events observed. The battery compartment was observed to be cracked below the bumper pad. The returned battery cap and cartridge cap were used. There was no damage found to the battery cap; the battery was able to secure tightly to the pump. The pump was powered on with the auditory alert and vibration functioning appropriately. The pump was not able to complete the boot cycle and the display remained blank; therefore, the remaining steps was unable to be completed during investigation. The pump¿s cover was removed; a component was found to be missing on the pcb. Unrelated to the complaint, the audio bolus button cover was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.